Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. There were seven non-sustained (nsts) episodes with v-v intervals less than milliseconds on (B)(6) 2016. Lead failure predictor triggered on (B)(6)2016 for visics and nsts.

Event description:
It was reported that the right ventricular (rv) lead exhibited oversensing with a high number of short v-v intervals which trigged a lead integrity alert (lia). Provocation tests were negative. The lead was reprogrammed and remains in use. The patient will return for follow-up in a few weeks. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.